Event description:
Adverse event(s): "vitrectomy" (vitrectomy); "capsular bag tear" (capsular bag tear, posterior). Product problem(s): "would not unfold" (failure to unfold or unwrap [iol (intraocular lens) implant]); "unapproved viscoelastic used with lens" (use of device issue [iol (intraocular lens) implant]). A materials mgr reported that during intraocular lens (iol) implant surgery, the iol would not unfold properly and the surgeon could not get the end haptic into place. The surgeon removed and replaced the iol during the same procedure. In a f/u, the nurse further reported that the capsule tore and a vitrectomy was done. It was also reported that an unapproved viscoelastic was used with this lens/cartridge/handpiece combination.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). The other haptic was bent-distal area. The optic was scratched and pressed against the post of the lens case. Lens folded using folding forceps and unfolded with no abnormalities. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other similar complaints reported in the lot number. The facility provided info which indicated that an unapproved viscoelastic was used with this lens/cartridge/handpiece combination. Add'l info was requested on 08/04/2010 and 08/17/10 by phone, fax, and mail. Completed questionaires were received on 08/11/10 and 08/18/10. (B)(4).